Event description:
During the transapical tavr procedure, post bav the patient sustained a vertical annular rupture that ranged from the pulmonary sulcus into the ventricle. Initially, bav was performed with an edwards balloon. Post bav a small fistula was observed in the pulmonary sulcus. The physician opted to proceed with valve deployment, which was done with 3cc taken out of the atrion syringe. The 29mm sapien xt valve was positioned 50:50 and the valve was deployed 70:30 aortic. Post valve deployment the fistula was still present, however, once the apex was closed the fistula was no longer visible. After the patient was taken to the unit their blood pressure started to drop. Echo revealed fluid buildup. The patient was taken back to the operating room for exploratory surgery. The patient had frail tissue and the fluid buildup was believed to have been caused the temporary pacemaker. Upon further examination a vertical annular rupture was confirmed that ranged from the pulmonary sulcus into the ventricle. The physician was unable to patch the rupture therefore the patient was placed on bypass and the sapien xt valve was explanted and replaced with a 21mm edwards magna ease surgical valve. The patient was eventually weaned out of bypass and was in stable condition at the conclusion of the case. The patient¿s native annulus measured 25.4 by tee and 25.6 by CT. There was severe annular and severe leaflet calcification.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it appears that both patient factors (severe native/leaflet calcification) and potential valve oversizing may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.